Manufacturer narrative:
Information regarding suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. PMA/510 (k): den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. When tested as returned, the device did not spray powder. However, the red activation knob was disengaged from the handle for deactivation of the carbon dioxide cartridge. The red activation handle was removed, the carbon dioxide cartridge was punctured and had no carbon dioxide remaining in the cartridge. The device was returned with the on/off switch in the "off" position, but switched to "on" during functional testing. Two catheters were provided with the return. One catheter has a slight bend on the distal end (catheter #1) and one catheter has powder residue inside the catheter connection (catheter #2). There was powder residue inside the hemospray device at the catheter connection. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device is of the post-CAPA design. When retested with a new carbon dioxide cartridge and activation knob, the device sprayed powder. However, the device stopped spraying powder after a few button presses. The functional test was repeated with another carbon dioxide cartridge and activation knob with the same results. The functional test was conducted both with and without the catheters. When the new carbon dioxide cartridges were deactivated, carbon dioxide had still remained in cartridge. The device was disassembled and the tubes were disconnected for removal of the powder. No clumps of powder were observed in the tube between the powder chamber and on/off valve. A very small amount of powder was observed in the tube between the powder chamber and low pressure valve. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The device was checked for carbon dioxide leakage at the regulator, and no leakage of carbon dioxide was found between the carbon dioxide cartridge, regulator, or low pressure valve. The low pressure valve was disassembled and a small amount of powder was found inside. The low pressure valve was leak tested per the material specification and the regulator pressure setting was tested per the manufacturing specifications. No abnormalities were found. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined. The root cause for the device being unable to spray powder is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a product demonstration and educational in-service by the cook district manager, a hemospray endoscopic hemsotat was used in a test setup. The hemospray stopped working after four (4) pushes on the button. They sprayed three (3) sprays from the endoscopy technician and one (1) spray from the cook district manager, then it would not spray any longer. This observation was made during a product demonstration; there was no impact to any patient.